Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Forceful removal of a compromised balloon from the endoscope while inside the pt can cause this type of occurrence. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the pt, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to a compromised balloon is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. If negative pressure was not applied to the balloon prior to advancement, this could have contributed to a compromised balloon. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A compromised balloon can occur if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilatation, do not inflate balloon beyond the maximum indicated inflation pressure. "Over inflation can cause damage to the balloon. Another possible contributing factor to balloon material damage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation. Over inflation can result in damage to the balloon material. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The likelihood of a severed dilation balloon leading to detachment in the pt is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy with dilation, the balloon burst inside the pt, and the balloon material came off of the catheter. The balloon material was retrieved with a roth net.